Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings:investigation revealed that the keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and there were no defects found with the button contacts. The complaint could not be confirmed or duplicated on investigation. The pump casing was removed and there was evidence of moisture on the keypad flex connector.